Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01406. It was reported the pt is not receiving effective stimulation and would like the scs system removed to have a MRI. The pt is pending surgical intervention to explant his scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.